Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was admitted to the hospital with hyperglycemia, ketoacidosis. Pump was stopped and customer got insulin via perfusor and pen. The doctor assumes the pump is the reason for the ketoacidosis. Pump requested for investigation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.